Manufacturer narrative:
Other product or product use issues identified: wrong technique in product usage process "wrong technique in product usage process". The reporter commented: 04-apr-2017 breakage questionnaire: essure did not break, it was an early deployment issue. Device was removed through hysteroscopic method at same time of attempted insertion. Patient was not injured. Device was returned to company. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Quality-safety evaluation of ptc: in tubal spasm the fallopian tube is constricted by muscular contraction and does not allow cannulation. It can be triggered by the physician if the catheter is not advanced with gentle, constant forward movement. According to the IFU, there is a precaution: unusual uterine anatomy may make placing the essure micro-inserts difficult. The implant's tip has a 10-20% bend and is flexible to allow sustaining a bend and flex back when encountering anatomical issues as stenotic fallopian tubes, uterine wall, fibroids, endometrial fluff, or tubal spasm. This helps minimize the likelihood of perforation. Bent tip events are considered to be a usability issue (ui) and do not necessarily indicate a technical defect. Products were returned for investigation. Visual inspection confirmed that all components are present, fu steps were not initiated by physician. No damage present in delivery catheters, for system 1 the micro insert was still attached and undeployed from system, but damages were observed in the inner coil section(stretched for system 2 the micro insert was still attached and undeployed, tip was found bent more than the 10-20° acceptable range. Based on complaint the first device was damaged during insertion and for the second the failure was due to anatomical reason in the patient, therefore this case is an unconfirmed quality defect. We were unable to confirm any quality defect or device malfunction. Review of the manufacturing batch record confirmed that final product testing was performed per requirements and the product met all release requirements. The possibility of a tip being bent is anticipated and there was no event reported indicating a new technical failure mode. Current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken. The ptc investigation resulted in an unconfirmed quality defect. However, a handling error was concluded and there is likely a relationship between the complaint and handling error. Most recent follow-up information incorporated above includes: on 4-apr-2017: fu questionnaire received - the physician clarified that essure did not break, it was an early deployment issue only (the event "provider inserted the device into the scope and it (the micro-insert not the catheter) came out frayed." Was deleted). Device was removed through hysteroscopic method at same time of attempted insertion. Patient was not injured. Device was returned to company. Case downgraded. On 24-apr-2017: quality-safety evaluation of ptc (updated): event wrong technique in product usage process added. Company causality comment: a (B)(6) female patient had an attempt of essure (fallopian tube occlusion insert) insertion and the physician reported there was an early deployment from the plastic sheath (right side), a tubal spasm, and the second device bent on a tubal spasm. The device insertion failed. Essure was removed through hysteroscopic in the same procedure, patient was not injured. Previously reported event "provider inserted the device into the scope and it came out frayed" was deleted, since the reporter clarified there was no breakage, only an early deployment, and the case was downgraded. The events are anticipated according to the reference safety information for essure. Considering the nature of the events, a causal relationship with essure cannot be excluded. This case was not regarded as incident since no serious injury occurred. The product technical complaint analysis resulted in an unconfirmed quality defect after the investigation of the actual device involved in this complaint.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 3-mar-2017: questionnaire device breakage with essure was received - new event added. Essure removed - case upgraded to incident. Company causality comment: a (B)(6) female patient had essure (fallopian tube occlusion insert) inserted and it was reported that provider inserted the device into the scope and it came out frayed. Essure was removed hysteroscopically. This event, seen as device breakage, is anticipated according to the reference safety information for essure. In this particular case, the device breakage occurred during a difficult insertion. Therefore, a causal relationship with essure cannot be excluded. This case was regarded as incident because essure removal was required. Additionally, non-serious events were reported. A new product technical complaint analysis is being sought.

Manufacturer narrative:
On 17-feb-2017: quality-safety evaluation of ptc: as of feb 09, 2017, the rqu has not received returned product for this case. This case is being processed as if no product will be returned. If product is received by the rqu in the future, a child case will be opened and an investigation will be completed on the returned device. Based on complaint as reported, the complainant does not mention a malfunction or difficulty related to the essure device usage, therefore a manufacturing quality defect from the device is unconfirmed. Bent tip complaints refer to the distal end of the micro-insert (implant). The tip of the implant is manufactured with a 10-20o bend and is flexible to allow the tip to sustain a bend and flex back when encountering anatomical issues such as stenotic fallopian tubes, a uterine wall, fibroids, endometnal fluff, or a tubal spasm. This helps minimize the likelihood of a perforation. Bent tip events are considered to be a usability issue (ui) and do not necessarily indicate a technical defect in the product. A tubal spasm is a transient anatomical event where the fallopian tube is constricted by muscular contraction and does not allow cannulation by a medical device. A tubal spasm can be triggered by the physician during the procedure if the physician does not advance the catheter with gentle, constant forward movement during cannulation according to the product IFU, there is a precaution: unusual uterine anatomy may make it difficult to place the essure micro inserts. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. Tubal spasms are an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: a (B)(6) female patient had essure (fallopian tube occlusion insert) inserted and it was reported that provider inserted the device into the scope and it came out frayed. This event, seen as device breakage, is anticipated according to the reference safety information for essure. In this particular case, the device breakage occurred during a difficult insertion. Therefore, a causal relationship with essure cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Additionally, non-serious events were reported. A product technical analysis was performed and based on the available information a product quality defect or device malfunction could not be confirmed. Further information is being sought.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("provider inserted the device into the scope and it came out frayed"), fallopian tube spasm ("tubal spasm"), device physical property issue ("second device bent on a tubal spasm") and complication of device insertion ("device insertion failed") in a (B)(6) female patient who received essure (batch no. (B)(4)) for birth control. On (B)(6) 2016, the patient started essure. On (B)(6) 2016, the same day after starting essure, the patient experienced device breakage, fallopian tube spasm, device physical property issue and complication of device insertion. At the time of the report, the device breakage, fallopian tube spasm, device physical property issue and complication of device insertion outcome was unknown. The reporter provided no causality assessment for device breakage, fallopian tube spasm, device physical property issue and complication of device insertion with essure. The reporter commented: he inserted the device into the scope and it came out frayed. He tried another and it did not happen again so he did not know why the first device. The second device bent on a tubal spasm. Case aborted. Company causality comment: a (B)(6) female patient had essure (fallopian tube occlusion insert) inserted and it was reported that provider inserted the device into the scope and it came out frayed. This event, seen as device breakage, is an anticipated according to the reference safety information for essure. In this particular case, the device breakage occurred during a difficult insertion. Therefore, a causal relationship with essure cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Additionally, non-serious events were reported.